Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Iol returned in three segments in intraocular lens (iol) case. A part of the iol including one haptic was not returned. Solution is dried on the segments. The reported "white substance" was not observed on the returned haptic. No root cause identified as the reported complaint " white substance was observed on one of the haptic parts" was not observed. Only one haptic was returned with the iol. The reported complaint was not observed on the returned haptic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol), implant procedure, when inserting the lens, a white substance was observed on one of the haptic parts. The procedure was completed with anew product and there was no adverse event to the patient. Additional information has been requested.